Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a coronary angioplasty (ptca) and here was no patient harm or injury reported but how the procedure was completed is still not known. Philips field service engineer (fse) inspected the system onsite and confirmed that the device was not giving x-rays and the 3d was blocked after a power outage. Review of the system log file, fse observed that the image processing cpu was not initialized correctly. Upon further inspection, fse found 3d workstation software corruption due to uncontrolled power failure. The fse reinstalled the software. After the reinstalled software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that the screen was dark and no image appeared. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.